Event description:
A sling shoulder attachment clip spontaneously came loose. The hanger bar was in a horizontal position. When the resident was hanging above the bed in the toilet sling. The resident rotated in the sling and finally landed on the bed. He did not slip out of the sling. No report of any injury to resident.